Event description:
A customer reported to carefusion, "the mask pops off during use and ends up falling on the floor.  Another is needed to replace so we are spending more than necessary.  It's not just the money but the issue with a person's life that is involved. Unfortunately we have not saved any to date but have asked if it should happen again that they be saved." This is all of the information received at this time.

Manufacturer narrative:
(B)(4): upon completion of the investigation, a follow up report will be sent to the FDA.

Manufacturer narrative:
(B)(4). Results of investigation: the customer did not provide the return sample to carefusion for evaluation. The root cause of the reported problem could not be determined. The device history record could not be reviewed as the lot number was not provided. The manufacturing procedure for this part number was reviewed and no problems were identified. The manufacturing plant was notified of this failure.